Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient (pt) had no symptom control; the pt was able to use the patient programmer (pp) to verify stim was currently off, and the pt turned on stim but stim was too strong. The pt had to turn down stim to 0.0v and stated stim was too high. The pt turned the stim back off and was redirected to the healthcare provider (hcp). Additional information has been requested regarding interventions and pt outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.